Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and it was found that the device had a damaged and detached dso seal and defective dso sensor. The cause of the issue was the defective dso sensor. The dso sensor and seal were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the product presented an alarm error. No more details were provided. The results of the investigation found a damaged (detached) downstream occlusion (dso) seal. It is unknown if there was patient involvement.